Event description:
The patient underwent a the second revision of the cubital tunnel release, which was the third operation performed on (B)(6) 2024, which involved the implantation of a device.following this, the device was explanted on (B)(6) 2024 from the median nerve at the elbow (cutr) after infection was reported. It's important to recognize that any surgical intervention carries a risk of infection, as the incision in the skin can provide a pathway for potential infective agents. While the specific cause of the infection could not be determined, it was observed that there was a 30-day period between the surgical intervention and drainage.

Manufacturer narrative:
A review of the device lot history record indicated the device was manufactured to specifications. The non-conformances would not have contributed to the occurrence. The lot produced a total of (B)(4). Per the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements.